Manufacturer narrative:
A DHR review was performed: DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.

Manufacturer narrative:
Results: samples were returned to bdj, and photos were attached, showing 6 tubes with little or no legible banding information on them. A DHR was not performed for this complaint. Conclusion: the complaint was confirmed upon evaluation of the returned tubes to bdj, and the attached photos. The root cause of this defect is ink in the reservoir running low. This is normally a transient issue, which is limited to a small amount of tubes.

Event description:
It was reported that bd vacutainer® serum tube had improperly printed letters on the tube . No injury or medical intervention reported.